Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm monopolar handle 33cm damage to the insulation was confirmed visible dings and scratches were also seen throughout the shaft. The 5mm monopolar handle 33cm failed the insulation integrity test. The probable root cause could be wear and tear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.